Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of channel defect was confirmed. The service technician observed suction flow with the cylinder stuck. In addition, a crack was found in the a rubber glue. Seeds were found and removed safely from the passage. Device passed regulated airline. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus there was channel seed impaction in the suction channel. There was no patient injury reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of manufacture. Reported event is that there was foreign material (seeds) impaction in the suction channel of the device. User complaint was confirmed. There was presence of foreign material (seeds) in the forceps channel. Also observed was suction flow with the cylinder sticking and a crack in the distal end rubber glue. How the foreign material came to be in the channel is not known, but device did not have this malfunction at manufacture. It is likely that the cause of the subject event is the part of damaged cleaning brush or the part of an endotherapy device that was used in the patient procedure remained in the channel. It has been verified that the efficacy of reprocessing of the device can be secured by performing the reprocessing according to the instructions for use. The residual foreign material in the working channel can be detected by performing pre-use inspection according to the instructions for use. The instructions for use includes the following statements for maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. The instructions for use includes the following statements for inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. The instructions for use includes the following statements in the reprocessing manual brush the channels section: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards ¿ i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope¿s insertion section or directly into the suction connector on the endoscope connector. It may get caught, making retrieval impossible.